Event description:
It was reported by a customer in the USA that, during pt use, an 840 ventilator generated a screen block error message. The pt was removed from the unit, and placed on another ventilator. There was no reported pt injury.

Manufacturer narrative:
(B)(4). A touchframe printed circuit board (pcb) was received for investigation. A visual inspection was conducted, and no anomalies were observed. A failure investigation test ventilator was used for this evaluation. The functionality of the test ventilator was verified by successfully running tests as detailed in the 840 service manual. The component was attached to the failure investigation test ventilator for analysis, it was powered up normally, and no errors were recorded in the diagnostic logs. The unit ran in ventilation mode for a minimum of 24 hours, and on review of the ventilator diagnostic logs no errors or alarms were observed during this period. The customer reported malfunction could not be duplicated. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the malfunction. The cse replaced the graphic user interface (gui) touch frame to resolve the reported issue. The unit passed all tests and calibrations, and it was observed to be operating within mfg specs. (B)(4).